Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory indicated the right ventricular lead integrity alert, analysis of the device memory indicated the impedance trend on the rv (right ventricular) defibrillation coil was variable.

Event description:
It was reported that the right ventricular lead triggered an alert due to oversensing/noise and short v-v intervals. A possible fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.